Event description:
Boston scientific crm received information that this clinic nurse contacted technical services in (B)(6) 2010 to report that this patient was presented to the device clinic for a scheduled one month post-implant follow-up. At implant, the shock impedance measurement was 52 ohms. The shock impedance increased to 63 ohms one week post-implant. Currently, the shock impedance is 114 ohms. The local representative informed technical services that this patient had been presented for a right ventricular (rv) defibrillation lead revision due to dislodgement and high pacing thresholds that occurred one-week post-implant ((B)(6) 2010). The rv lead was repositioned at that time. The dft remained high at 41 joules post reposition. Technical services suggested that the electrophysiologist (ep) should be notified and would consider performing a commanded shock to assess the integrity of the device-lead system. Boston scientific crm received information that no intervention was undertaken at this time. The physician planed to continue monitoring the performance of the lead. Subsequently, boston scientific crm received information from the representative in june 2010, that the shock impedance (rv coil to can shock configuration) was greater than 125 ohms. The r-waves were consistently greater than 25 mv and the rv pacing impedance was in the 400-500 ohm range. The patient had been admitted to the hospital due to atrial fibrillation (af) and breathing issues. The local representative confirmed that the shock impedance values were greater than 125 ohms in all of the programmable shock configurations. A non-invasive assessment was undertaken and the recorded shock impedance measurements following delivery of a 1.1 joule and 41 joule shock were normal (60 ohms). A manual shock test was performed and the recorded value was normal (60 ohms).

Manufacturer narrative:
The patient was presented to the electrophysiology (ep) lab and the pocket was opened. Visual inspection found that the distal df-1 terminal pin was not completely advanced beyond the connector block. The physician tugged on the terminal pin and the pin could be partially pulled out of the header port. The terminal pin was re-advanced into the header port beyond the connector block and the set screw was re-tightened. The shock impedance measurements were normal. The available information suggests that the device and lead system remains in-service.